Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive such that the user could wake the screen but could not unlock it; the mobile app connection was lost and the pump had been carried in high ambient heat, and a replacement device was arranged. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.